Event description:
It was reported there was blood leakage at the gas outlet of the device. The leakage was pink tinged fluid for a couple of days, which was monitored and eventually stopped. Add'l info received 03/18/2015: pt death, but not related to the membrane/ECMO, this was the underlying condition, membrane continued to function for 35 days - until (B)(6) 2014; blood loss minimal - it was pink tinged fluid. (B)(4).